Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus was out of calibration. It was noted that the power cord bay door had a broken tab, the media bay door was broken, the lower case feet were worn and the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer required calibration and multiple attempts to calibrate it were unsuccessful. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.